Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The vascular access site was the right femoral artery. A runway fl4 6fr guide catheter along with a choice floppy 0.014x182cm guide wire was advanced to the lesion site. The 90% stenosed, eccentric, de novo target lesion was located in the severely tortuous, severely calcified mid left circumflex (lcx). It is noted there was a significant >90 degree bend in the lesion. The lesion length was 20mm and the reference vessel diameter was 3.0mm. The target lesion was pre-dilated with a maverick 2.5x20mm balloon and immediately after pre-dilatation the residual stenosis was 40%. The physician then attempted to advance a promus element 3.5x24mm stent but felt resistance and was not able to cross the lesion site. The entire stent delivery system (sds) was removed from the patient. Upon examining the stent, the physician noted "the struts were shortened and the stent stayed over the sds without detachment." The procedure was successfully completed with a promus element 3.0x18mm stent. No patient complications were reported and the patient status was reported as "stable". The patient was treated with clopidogrel pre-procedure, during and post-procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified that examination found that the stent was damaged. Struts on 5 to 6 from the proximal edge were slightly misaligned. There were kinks along the entire length of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The vascular access site was the right femoral artery. A runway fl4 6fr guide catheter along with a choice floppy 0.014x182cm guide wire was advanced to the lesion site. The 90% stenosed, eccentric, de novo target lesion was located in the severely tortuous, severely calcified mid left circumflex (lcx). It is noted there was a significant >90 degree bend in the lesion. The lesion length was 20mm and the reference vessel diameter was 3.0mm. The target lesion was pre-dilated with a maverick 2.5x20mm balloon and immediately after pre-dilatation the residual stenosis was 40%. The physician then attempted to advance a promus element 3.5x24mm stent but felt resistance and was not able to cross the lesion site. The entire stent delivery system (sds) was removed from the patient. Upon examining the stent, the physician noted "the struts were shortened and the stent stayed over the sds without detachment." The procedure was successfully completed with a promus element 3.0x18mm stent. No patient complications were reported and the patient status was reported as "stable". The patient was treated with clopidogrel pre-procedure, during and post-procedure.